Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
The reported event of suspected premature battery depletion was not confirmed. A longevity calculation was performed and it was determined that the battery voltage was normal based on the device usage. An automated test system test was performed, and the device performed normally. The device is at eri due to normal usage and is normal.